Event description:
It was reported that during a tubal ligation, the gasket of the device became detached and went into the patient. The gasket was retrieved and there was no consequence to the patient.